Manufacturer narrative:
The customer declined to have their glidescope spectrum smart cable returned for evaluation and disposal. Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on (B)(6) 2017 and is four (4) years old. Since the spectrum smart cable was not returned to verathon for evaluation, the root cause of the event could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, there was no image. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.